Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient had ventricular tachycardia (vt). The pump position was adjusted. This occurred twice during support and after the second repositioning the staff stated the patient's vt resolved. The patient continued on support until the device was successfully weaned. The patients condition was stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.